Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the shaft disengaged while in the blister. The surgeon opened another for the procedure. The hosp has reported no pt injury occurred.